Manufacturer narrative:
E1. Initial reporter phone number. The complete phone number is: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation, as the patients condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.

Event description:
It was reported that an inflatable penile prosthesis (ipp) right cylinder perforated the patient's urethra. A surgical procedure was performed, a cystoscope was inserted into the urethra, and a tear was found in the right corpus cavernosum cavity. The right cylinder was explanted a drainage tube was left in place, and the patient was left with a new single cylinder. There were no additional patient complications.